Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that during a combined cataract procedure (cataract extraction, lens implant and stent insertion), the irrigation tubing connected to the phacoemulsification handpiece came loose and started leaking. The patient sustained a severe thermal wound that required 6 sutures, fibrin glue and a bandage contact lens.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a corneal burn was detected at the end of the procedure. Early detection of tubing leakage was identified. Additional information has been requested.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record (DHR) could not be reviewed. A company representative evaluated the handpiece on the system console and it could prime and tune successfully. There was no fault found with the handpiece. The customer did not return the cassette procedure pack for functional and performance testing, therefore a full evaluation and determination of a failure mode for this event was unable to be performed. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The manufacturer internal reference number is: (B)(4).